Manufacturer narrative:
No investigation was performed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
The customer reported that a nurse went to administer 22.8mg (0.57ml) dose of methylprednisolone 40mg/ml to infuse over 30 minutes. A 1ml syringe ref# (B)(4) was placed into the pump and the only options that were given were for 3 ml syringes. The nurse scanned the medication label on the 1 ml syringe then scanned the pump which prompted insertion of the scanned syringe. The pump then displayed an option for a 3ml syringe. The nurse, as other nurses have done in this situation, requested a 3ml syringe from the pharmacy. The bd 3 ml syringe reference # (B)(4) was recognized as a monoject 3ml syringe instead of a bd 3ml syringe. The syringe used was compatible and when the customer inquired internally, there was a label on the syringe that was alleged to be the problem. It was later reported that use of a fat needlefree valve between the syringe and the tubing was causing the incorrect recognition of the syringes (by causing the syringe to tilt out at an angle when inserted into the device, and not have proper contact with the sensor). There was no patient harm.

Manufacturer narrative:
No investigation was performed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: n/a. The customer stated that there was patient involvement. Device was not returned to manufacturing facility.

Event description:
The customer reported that a nurse went to administer 22.8mg (0.57ml) dose of methylprednisolone 40mg/ml to infuse over 30 minutes. A 1ml syringe ref# (B)(4) was placed into the pump and the only options that were given were for 3 ml syringes. The nurse scanned the medication label on the 1 ml syringe then scanned the pump which prompted insertion of the scanned syringe. The pump then displayed an option for a 3ml syringe. The nurse, as other nurses have done in this situation, requested a 3ml syringe from the pharmacy. The bd 3 ml syringe reference # (B)(4) was recognized as a monoject 3ml syringe instead of a bd 3ml syringe. The syringe used was compatible and when the customer inquired internally, there was a label on the syringe that was alleged to be the problem. It was later reported that use of a fat needle free valve between the syringe and the tubing was causing the incorrect recognition of the syringes (by causing the syringe to tilt out at an angle when inserted into the device, and not have proper contact with the sensor). There was no patient harm.